Event description:
Approximately 1 hour into an intended 3 hour and 15 minute treatment on a system 1000 hemodialysis device, the patient's venous needle was pulled out by the patient and there was no device alarm. Dialysis treatment parameters consisted of a blood flow rate of 350 ml/minute, dialysate flow rate was 500 ml/minute. The patient has alzheimer's disease and therefore a family member normally watches the patient during treatment. When this event occurred, the family member had momentarily stepped away. The patient lost approximately 1l of blood before the incident was discovered. The patient went into respiratory failure and was completly unresponsive. Hemoglobin was 10.6 (patient baseline was 12.9), and heart rate was 48. The patient was administered 2 units of blood, 1200mls of normal saline, and 100% oxygen. Hemoglobin rose to 11.3 and patient recovered after approximately ten minutes. There was no patient hospitalization. Patient has been back to the facility and has fully recovered.